Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed atrial undersensing and low p-waves around 0.4 mv. Sensitivity was programmed to automatic gain control (agc) 0.15 mv. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service, and the plan is to page a field representative for programming optimization. No adverse patient effects were reported.